Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement, measuring greater than 2000 ohms. Boston scientific technical services reviewed the available latitude data and confirmed the presenting egm signals were clean and artefact free. Boston scientific technical services consultant recommended additional testing, such as performing isometrics and provocative maneuvers to confirm no noise is present. The plan is to continue monitoring this patient. No adverse patient effects were reported. This rv lead remains in service.